Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the joystick and the flex couplings. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a joystick error message and would not x-ray. No patient injury was reported.